Manufacturer narrative:
Mentor received additional information regarding patient details and symptoms. The patient is a 59-year-old persian female, and she experienced generalized illness symptoms of inflammation, and has consulted with doctors, rheumatologist and dermatologist. The patient also reported that her crp level is very high, and that she has to take steroids, but the steroids had side effects and caused poor vision. Furthermore, she experienced pain, tenderness, sensitivity, fatigue, and muscle and neurotropy problem. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 350cc mentor smooth round moderate profile saline breast implants experienced systemic symptoms of chest and back pain postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.